Manufacturer narrative:
The device was returned and evaluated. The evaluation found due to damage on objective lens, a foggy image occurred. In addition, the device evaluation found following findings: insulation resistance value did not meet the standard value due to damage on charged coupled device unit; bending section could not be fixed firmly due to damage on forceps elevator(surgical products) [fe lever (sp)]; video connector had a crack; due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured; there was discoloration on the objective lens, switch1(sw1) and on the control unit and the adhesive on bending section cover had a chip. Scratches were found on the video connector, video connector case, light guide (lg) cover glass, lg connector, protector of universal cord on control section side, right/left lever, angulation lever, fe lever (sp), up/down angulation lever plate, right/light plate, universal cord, sw1, grip, the control unit and on the bending section cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name:(B)(6) hospital.

Event description:
The customer reported to olympus while using the deflectable videoscope there was cloudy field of view. The issue was found during a therapeutic laparoscopic surgery. The procedure was completed by replacing with the same model. There was no major impact as it took less than 3 minutes to replace the same model. There was no delay in the procedure or no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation stress of repeated use, external factors, or handling of the device may have caused breakage of the ccd unit, which resulted in the subject event. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.